Event description:
It was reported that the user¿s cgm sensor expired, the user did not enter blood glucose values into the ilet overnight, insulin delivery was therefore not informed by current glucose data, and hyperglycemia ensued with a reported peak of 400 mg/dl and a value of 286 mg/dl at the time of the call; after resuming manual bg entries, the ilet resumed deliveries with 7.24 units on board. Symptoms included nausea and vomiting earlier in the day. Outcomes included completion of troubleshooting and education, including ketone action guidance, with the user reporting improvement after hydration and no hospitalization. Investigation included review of use conditions and user-reported data. Investigation of this case revealed hyperglycemia associated with absent cgm data input due to sensor expiration and lack of manual bg entries, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.